Event description:
Additional information was provided by the customer: the issue occurred during preparation for use for a diagnostic laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: a, b5, b6, b7 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that the reported failure was due to a frayed cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cord frayed. The issue was found during inspection for use. There were no reports of patient involvement.